Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. The device serial number was not provided. Without the device serial number, the device manufacturing date and expiration date cannot be provided.

Event description:
Medtronic received information that two years, ten months post implant of this bioprosthetic valve, this valve was explanted and replaced due to stenosis and elevated gradients. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.